Event description:
It was reported by counsel for the estate of (B)(6) by way of a claim, that the deceased was implanted with a stryker meridian stem on or about (B)(6) 2004. The patient was revised on or about (B)(6) 2013 with unknown stryker products (counsel claims that it could have been a post-recall implantation of abgii modular). Counsel claims that the deceased had extremely high levels of cobalt in her blood and died of "cobalt toxicity" ms. (B)(6) died on (B)(6) 2014.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker meridian stem. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. This is the same patient/event as MFR.# 0002249697-2015-00256 . Device not returned to manufacturer.